Manufacturer narrative:
The remote service engineer (rse) walked the customer through obtaining the drpt. It was observed that the unit has a pressure regulation high error message. It was verified that the machine and proximal pressure lines were reversed. The rse discussed correct orientation and advised the customer to place the tubes correctly and to perform a performance verification test. The customer requested and was provided part numbers for the front bezel, top cover, and internal battery. The customer repaired the device and successfully passed performance specification testing after the repair was completed and was put back into service.

Event description:
The customer called technical support (ts), reporting that the device is getting battery/power failure. The device was in clinical use at the time the reported issue was discovered; however, the customer informed that the device shut off while in use, but there was no harm to the patient or user. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The event log shows system shut down. The rse advised the customer that system shut down reflects a shut down that was operator initiated. The customer was provided a copy of the customer service manual revision l and advised to install teraterm in order to download and provide a copy of the drpt.